Event description:
It was reported to boston scientific corporation on october 24, 2022 that an ultraflex esophageal proximal covered stent was used during a stent placement procedure performed on (B)(6) 2022. During the procedure, the patient became uncomfortable, upon checking of the stent, it was noted that a sharp wire protruded from the delivery system. The stent was removed and another ultraflex esophageal stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of ultraflex esophageal proximal covered stent partially deployed. Block h10: an ultraflex esophageal proximal covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection was performed and no damages or knots were noted to the deployment suture. During functional inspection, the stent was able to be deployed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed as the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. It is likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure limited the performance of the device and contributed to the stent being partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal proximal covered stent was used during a stent placement procedure performed on (B)(6) 2022. During the procedure, the patient became uncomfortable, upon checking of the stent, it was noted that a sharp wire protruded from the delivery system. The stent was removed, and another ultraflex esophageal stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.